Manufacturer narrative:
Device evaluation summary: the device was returned to mentor with no fluid inside. White material was observed within the device. During initial evaluation, the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed a rent on the anterior aspect, measuring approximately 0.1 cm. Microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies were observed. Mentor products are 100% visually inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage, nor the origin of the white material observed. There is no evidence that the issue is related to manufacturing. The device history record (DHR) for the lot number 7617048 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 380cc saline prosthesis, catalog #3503380, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round high profile 380cc saline prosthesis and experienced right sided deflation post procedure. The deflation was confirmed through a physical examination. As a result, the device was replaced with a mentor smooth round high profile 460cc saline prosthesis on (B)(6) 2019.